Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the gs ICU, resistance was met when inserting the swg through the ars resulting in the swg kinking. As a result, a new kit was opened and used w/o issue. A delay was reported, however, there was no death or complications to the pt as a result of this occurrence.